Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer went to bed not feeling well and could not be woken up the next morning. It was reported that customer had a hypoglycemic event on (B)(6) 2016. Customer reported that low blood glucose was due to the heat as the heat usually affects her blood glucose. Customer declined transfer to helpline.